Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient's blood glucose (bg) dropped to 38 mg/dl, but the patient was not demonstrating overt symptoms. Upon troubleshooting with customer support (cs) it was noted that patient received a 10.00 u bolus while in school at 10:56am on (B)(6) 2015. Reporter was unaware of why such a large bolus was given. Cs also found that the patient had overriden the dosage recommended by bolus calculator feature, had experienced a significant weight change without adjustments to insulin regimen, and a change in stress level. At time of low bg yesterday, patient was treated with fast acting carbohydrates and rebounded without issue. Cs found no following potential causes of perceived inaccurate delivery issue: bolus and basal histories were as expected. Cs attributed the bg excursion to a training/misuse issue and advised reporter to speak to hcp regarding patient's insulin needs. This complaint is being reported because the patient overrode the dosage recommended by bolus calculator feature, and experienced hypoglycemia.